Manufacturer narrative:
The two blades subject to this MDR were not returned to the MFR for eval. Mfg records were reviewed, no issues were identified which may have contributed to this event. The root cause is undetermined. The second blade associated with this MDR is as follows: part number: 2296-003-525, lot number: 10355017.

Event description:
It was reported that during a coracoclavicular ligament reconstruction surgical procedure two blades broke at the mount. It was also reported that there was no adverse consequences for the pt. It was further reported that there were no delays as a result of this event and procedure was completed successfully.